Event description:
During a transvaginal gynecological procedure on an unwell patient, the epiq 5g ultrasound system became unavailable due to a non-responsive touch screen. The system was subsequently exchanged for another ultrasound unit. The procedure was completed successfully using the replacement system. Additional information is being obtained to determine patient outcome. Philips has initiated an investigation, and a follow-up report will be submitted upon completion.